Event description:
Revision surgery - due to the patient's poly liner showing to be worn and unstable. The surgeon decided to remove the old liner and femoral to bring stability to the patient's hip.

Manufacturer narrative:
The reason for this revision surgery was poly wear resulting in instability of the patient's hip after 15.4 years of use by the patient. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the first verifiable complaint against a part from this lot. The root cause for the poly wear was not reported. Several factors unrelated to the implant can play a role in wear and instability; such as loose joint from degenerative tissue and improper implant selection. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.